Event description:
A puritan bennett 7200 ventilator went inoperable. The patient was bagged with 100% oxygen. The patient was placed on another 7200 ventilator. The ventilator in question was sent to clinical engineering; they identified that the pressure circuit board had failed. They have classified this as a random failure the circuit board was the original.